Manufacturer narrative:
(B)(4).

Event description:
It was reported that the perfusionist was calling because of low augmentation on the intra-aortic balloon pump (autocat2 wave, serial number (B)(4)). When the clinical support specialist (css) spoke with the perfusionist, it was stated that the perfusionist was called to the intensive care unit to help troubleshoot the intra-aortic balloon (iab) on a (B)(6) year old, male pt. The pt had been in another area in the hospital and was transferred to the unit where they did a bedside insertion of a fiberoptic sensor (fos) iab. The first iab developed blood in the tubing shortly after insertion so it was removed and a second iab was inserted using the same insertion site. The first iab was a 40 cc fos and the second balloon was a 30 cc fos. They did not have a 40 cc iab readily available. They noted low augmentation on the pump. They had checked the position of the iab and manually inflated and deflated the iab to make sure that it had unwrapped. They could visualize the iab inflating appropriately on fluoroscope. The pt was in a 1:1 assist and the pressure readings were: 86/48, aug- 67, and map- 65. The fos iab had been zeroed prior to insertion. The pt was in a sinus tachycardia, had a cvp (central venous pressure) of 12 and an svr (systemic vascular resistance) of 880. The pt had neosynephrine and dobutamine infusing. The timing was appropriate with the pump in autopilot; there were no alarms on the pump. The css and perfusionist discussed that the iab was too small for the pt and that the pt's svr was on the low side. The css had them compare the fos pressures with the transducer pressures and they were similar. The css explanted that there was nothing they could do to improve the augmentation since the iab was too small in the pt's aorta. The perfusionist and the cardiologist understood and tanked the css for the discussion. It is unclear what is going on with this pt. The pt has not had a myocardial infarction and the perfusionist did not believe that the pt was septic. The iab was inserted because the pt's pressures were very low. The pt is maintaining a map (mean arterial pressure) of 65 at present. They did not save the first iab that developed the blood in the tubing after insertion. The second balloon went in easily and the pump was functioning appropriately in autopilot. I gave the perfusionist the direct number to call if they had further questions. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy while removing and replacing the iab successfully. The pt outcome is the pt is stable on the iabp therapy. An update received on (B)(4) 2013 stated that the insertion site was the right groin for both insertions.